Event description:
A physician reported that he felt a shock while attempting to physically move a video processor. The reporter further stated that the evidence of thermal damage was noted on the rear of the device following the event. There was no medical intervention required per the physician. The physician also reported that the office in which the device was being used was undergoing renovation. An electrician was summoned to the user facility on the day of the event, and was said to have replaced electrical wiring in the office for unknown reasons.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The unit was noted to fail electrical leakage testing. Upon further investigation, a ground wire inside the device's power supply assembly was found to have experienced a high temperature event. There was also thermal damage found on the ground pin of the power cable used with the subject device, and indications of thermal damage on top of the exterior case of the light source. This phenomenon was attributed to electrical problem within the user facility. The unit has been serviced and returned to the user facility.